Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not booting, and sparks were appeared during the turn off the 3d monitor. Field service engineer (fse) inspected the system onsite and reviewed system logfiles cannot be able to find errors. Upon functional testing fse found that the fuse was burned. Fse replaced the fuse. After replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.